Manufacturer narrative:
The abthera open abdomen negative pressure therapy (npt) system is indicated for temporary bridging of abdominal wall openings where primary closure is not possible and or repeat abdominal entries are necessary. The intended use of this system is for use in open abdominal wounds, with exposed viscera, including but not limited to abdominal compartment syndrome. Device evaluation on abar01075: on (B)(6) 2011, the unit was tested per quality control (qc) procedures by a kci field service employee. The device passed qc checks and met specifications. On (B)(6) 2011, the unit was received in the kci quality engineering for device evaluation. Evaluation of the device did not reveal any evidence of an operational malfunction with the device. The device functioned as designed. Device evaluation abar00136: on (B)(6) 2011, the device was tested per quality control (qc) procedures by a kci repair technician. The device passed qc checks and met specifications. On (B)(6) 2011, the device was received in kci quality engineering for evaluation. Evaluation of the device did not reveal any evidence of an operational malfunction with the device. The device functioned as designed.

Event description:
The following information was reported to kci by the hospital nurse practitioner: on (B)(6) 2011 at 6am, the patient had arrived on surgical intensive care unit from the operating room with abthera dressing in place. At around noon, the nurse's started having blockage alarms. The fluid was not being pulled from the dressing to the canister. It would pull a small amount and then stop. The canister and tubing were changed out, but the machine still alarmed blockage. The nurse cut a new hole as well as cut a divot out of the foam so the foam wouldn't occlude the tubing. No blood clots were visible in the foam at the time of dressing change. Initially negative pressure setting was at 125mmhg and pressure was increased to 150mmhg at some point during the troubleshooting process. After cutting the hole and dressing change the fluid was still not being pulled from the dressing. The system had to be placed to wall suction to manage the patient and remove fluid from the abdominal compartment. At around 1600, the patient was taken back to operating room for compartment syndrome and suspected bleeding. Open abdomen dressing was replaced at the end of the case in the operating room. The patient was then taken to the transplant intensive care unit. The compartment syndrome resolved post op. On (B)(6) 2011, the patient had closure of abdomen with mesh.